Event description:
It was reported that the insulin pump had a foggy display and water under the display was observed. Troubleshooting was performed. The mother stated that the customer wears the device next to the skin. The customer is a trainer for summer soccer camp and it is likely the perspiration from the skin seeped underneath the display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.